Manufacturer narrative:
Patient information was asked for but unknown. The device/instrument was not returned to the manufacturer ion the date of filing. Manufacture date was not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. During a cranial biopsy procedure it was reported that the lock on the biopsy guide was loose. There was no delay to the procedure. There was no reported impact on patient outcome.